Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a solicited report by a nurse from (B)(6) (local reference number (B)(4)) of peritonitis in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis. The patient was treated with unspecified antibiotics ip for approximately 3 weeks and was considered recovered. On (B)(6) 2011, the patient experienced recurrent peritonitis. From (B)(6) 2011 through (B)(6) 2011, the patient was treated with unspecified antibiotics ip. On (B)(6) 2011, the peritonitis resolved. It was suspected that the patient's own administration of the bags caused the peritonitis. Extraneal and physioneal remained ongoing. The nurse believed the event of peritonitis and recurrent peritonitis were not related to extraneal viaflex and physioneal, unspecified product therapies. The reporter refused to provide further information.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.